Event description:
The doctor could not get needle to go into patient, it was dull, went through 2 needles on one patient and four on another patient. On 4/19/01, spoke with the doctor's nurse, who stated that during a right iliac crest biopsy, four attempts were made before a core sample was obtained. The patient tolerated the procedure well.